Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and functional tests were performed following bwi procedures. Visual analysis revealed that the side port tubing was observed separated from the hub, and the dilator was not received at the analysis lab. A good known lab dilator sample was introduced through the sheath, and no obstruction or resistance was felt. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A device history record evaluation was performed for finished device number 00002514, and no internal actions related to the complaint were found during the review. The resistance issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for used (IFU) state: "prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly". As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal action was created to introduce optimization actions on devices with hub issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab revealed that the side port tubing was observed separated from the hub, and the dilator was not received. After the physician removed the octaray catheter from the sheath he inserted the ablation catheter to ablate the veins. After ablation was finished, he tried to insert the octaray again, but the valve did not allow the insertion. The valve was like clogged, so it was not possible to insert the octaray into the sheath. After replacing the sheath, the issue was solve. The procedure continued. No patient consequences were reported.